Event description:
It was reported the device is bad. Followup indicates the device intermittently failed self test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, lcd (liquid crystal display) lens, and keyboard are damaged. Lower case and side bail covers are broken. Battery release, ring cover, and battery release o-ring are contaminated. Battery contacts are compressed.